Manufacturer narrative:
Device passed displacement, and active current measurement tests; it failed sleep current measurement test. No unexpected power supply test failed during self-test occurred during testing. Pump trace download analysis confirmed the pump alarmed power error . The power management tool confirmed power error was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board . After disconnecting and reconnecting the internal battery connector on electrical board , the insulin pump was monitored and functioned properly for some time and then failed again.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had circuit failure alarm. Customer¿s blood glucose was 224 mg/dl. Troubleshooting was performed for pump error and the customer stated that they are able to rewind the insulin pump. Customer stated that the self test was not passed. The insulin pump will return for the analysis.